Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.

Event description:
It was reported that during deployment, the lifeband got loose and the customer was not able to use the platform. Manual CPR was performed before the lifeband was re-adjusted for use. No adverse event reported.